Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated after 4 days after the sensor was inserted, their skin was red with a rash. It was indicated that the patient went to the hospital (date of hospital visit is unknown) and the physician stated the patient had a dermatitis reaction to the sensor adhesive patch and had the sensor removed. The physician stated the patient is applying a ostomy product as a barrier before placing the sensor patch to their body. No additional patient or event information is available.